Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump battery was rapidly depleting. Pump system check was performed and battery showed an approximate battery decrease of 57%. Customer uses more than 40 units of insulin and this pump activity may be contributing to the battery issue. Upon follow up, pump showed a 5% battery depletion within 24 hours. Cause of past battery depletion could not be confirmed. Customer's blood glucose was approximately 220 mg/dl.